Event description:
It was reported that the 6800 system intermittently was not making x-rays. It was noted that the system would work after rebooting. Another system was used for the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cpu, image processor and system interface pcbs. The system was tested and found to be working as intended and placed back into service.